Event description:
It was reported that a tlc75 was used during a sub total gastrectomy. It was reported by the affiliate that the firing knob stopped at 1.0cm from the firing stroke (instrument locked out). A new device was used to complete the case. There was no consequence to the pt.